Event description:
It was reported that during a da vinci-assisted thyroid surgical procedure, the harmonic ace instrument was not working at the beginning of the procedure. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument did not collide with any other instrument or tool during procedure. The issue was identified after using the instrument for about 1 minute. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. An image associated with this reported event was submitted for review. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it appears that a part of the instrument blade is broken and separated from the rest of the blade.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the harmonic insert was found to have a cracked blade. As a result, the instrument could not operate properly.

Event description:
Refer to h10/h11 for follow-up information.